Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced headache, stomach-ache, vomiting and high ketones (no value reported). The parent took the patient to the hospital at around 6:30am. They arrived at the hospital at 7:30am and was later discharged around 12:00pm. The cgm was reading 6.5 mmol/l, and the blood glucose reading was 26.3 mmol/l. The patient was treated by the parent with 6 units of insulin via insulin pen. There was no information provided about the medication administered at the hospital. At the time of the report the patient was normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.